Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was over 400 mg/dl at the time of the incident which is unusual for them. Customer stated that they might have 170 mg/dl or 180 mg/dl. Customer stated that they had 1 reading that was over 500 mg/dl. Patient's current bg: 409 mg/dl. Customer treated for high blood glucose with insulin pump. Customer reports they have not contacted their healthcare professional regarding the high blood glucose. Customer declined to perform the high pressure test. The pump will not be returned for analysis.